Event description:
On (B)(6) 2018, during the implant procedure of the subject pacemaker, the atrial lead connector was connected to the atrial port of the pacemaker with no problem. The physician then inserted the ventricular lead connector to the ventricular port and turned a screwdriver to tighten the screw, however, no clicking sound could be heard.a new screwdriver was opened and inserted into the ventricular slot. When the physician turned the screwdriver counterclockwise, the set screw was detached from the connector block, being attached to the tip of the screwdriver.a new pacemaker was opened. The atrial and the ventricular leads were connected to the new pacemaker and the procedure was completed.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during the implant procedure of the subject pacemaker, the atrial lead connector was connected to the atrial port of the pacemaker with no problem. The physician then inserted the ventricular lead connector to the ventricular port and turned a screwdriver to tighten the screw, however,no clicking sound could be heard.a new screwdriver was opened and inserted into the ventriuclar slot. When the physician turned the screwdriver counterclockwise, the set screw was detached from the connector block, being attached to the tip of the screwdriver.a new pacemaker was opened. The atrial and the ventricular leads were connected to the new pacemaker and the procedure was completed.